Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the highly calcified left anterior descending artery. After placing an unknown manufacturer's guide catheter and pre-dilation the physician was unable to advance a 3.0x20mm promus element stent delivery system (sds) to the target lesion. The sds became stuck and when the physician attempted to withdraw the sds, the stent dislodged from the balloon. The physician pulled the stent into the unknown manufacturer's guide catheter and successfully removed the stent from inside the patient. The procedure was completed with a different device and the patient's condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).